Event description:
During service by baxter, the infusion pump was found to contain a defective air-in-line printed circuit board. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 26, 2007. Additional information:an air in line alarm message was initially reported by the facility. It is unknown when this message occurred. Evaluation summary: during product evaluation, a defective air-in-line printed circuit board was confirmed when the air-in-line printed circuit board could not be calibrated. The pump head module assembly which contains the air-in-line printed circuit board was replaced. The pump was returned to the customer fully operational.